Event description:
Allegedly surgeon went to insert screw and he realized the tip of the driver was sheared off. Surgeon could not continue with plate placement and he changed fixation plan to 2 cross screws which caused about a 20 min delay in surgery time.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. The user facility advises they will not send us a medwatch 3500a. This report will be updated when the investigation is complete.